Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the probe was scratched due to ultrasound output from hard tissue such as bone or calcified tissue, or from grasping metal clips, stapler needles or other surgical instruments. The continued ultrasound output caused the probe to be overloaded, resulting in cracks from the scratches. In addition, the ultrasonic frequency error (which is detected during surgery) (u510) occurred. The probe was then subjected to some load and broke. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the ultrasonic surgical instrument probe fell off outside the body when wiped with gauze. The therapeutic laparoscopic removal of left ovarian tumor procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.